Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device failed an incoming vxi test due to its liquid crystal display being out of specification in an electrical manner, it was missing pixels. It was further noted that the upper case and the battery drawer were broken, the bail covers were contaminated, the main seal missing, the ring bent, the keyboard scratched and the serial number label torn. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.